Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: sterilisation: "the contents of the juvéderm ultra¿ xc syringes are sterilised by moist heat. The 30g1/2¿ needles are sterilised by radiation." Precautions for use: ¿ "if the needle is blocked, do not increase the pressure on the plunger rod but stop the injection and replace the needle." Method of use ¿ posology: ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported "the syringe bursted at the moment of application, leaking all the product" with a syringe of juvéderm ultra¿ xc. No injuries were reported.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported "the syringe burst at the moment of application, leaking all the product" with a syringe of juvéderm ultra¿ xc. No injuries were reported.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported "the syringe bursted at the moment of application, leaking all the product" with a syringe of juvéderm ultra¿ xc. No injuries were reported.